Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "there was a ps insert trial that broke in half upon insertion. Primary tkr. Trialing was sufficient and did not need a replacement."